Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for ICD follow up, externalized conductor was noted via xray, between the svc and rv coils. All electrical parameters are functioning properly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 28.7-29.0cm, 31.0-31.3cm, and 31.6-32.1cm from the proximal end of the rv shock coil, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 2.0-8.0cm from the proximal end of the rv shock coil. The etfe coating was intact at these locations

Event description:
New information received notes that the lead was explanted due to an unrelated infection. There were no further issues for the patient.